Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The rv lead also exhibited high pacing threshold measurements. When the pocket was reopened, it was observed that the rv setscrew was stuck. It was indicated that the physician was using a particular torque wrench designed for another device model. No additional adverse patient effects were reported. The device was explanted and replaced while the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.